Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported a pump error 24. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. The device passed displacement, rewind, prime/seating, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed basic occlusion and self tests. Did not note any streaks in the lcd display whatsoever. No pump errors 24 occurred during testing. Self test, on the other hand, returned a pump error 63. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search if any insulin pump errors have occurred in the past. The adapt tool reveals multiple occurrences of the following unusual insulin pump errors around the event date: pump error 24--3 alarms on (B)(6) 2021 @ 18:22, 18:32, and 18:41; pump error 63--13 alarms on (B)(6) 2021 from 15:31 to 18:16; pump error 3--9 alarms on (B)(6) 2021 from 15:31 to 18:16. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board, keypad flex cable terminal; electrical board 1, components located in the middle and at the top of the back side of the board, back of the lcd screen; electrical board 2, lcd flex cable terminal. The force sensor zero offset measured within specification = 24.3 mv. In summary, the customer¿s report of a pump error 24 is confirmed after examination of the device history files using the adapt tool. Pump errors 24 and 3 are due to the moisture damage on electrical board 1. Pump error 63 is due to a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that they received open book image on the insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis